Manufacturer narrative:
The reported event was addressed with phone support. The tse provided troubleshooting steps to resolve the issue. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, a 30-degree endoscope image was upside down. Intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer disable guide tool change (gtc) and reseat the endoscope, which resolved the issue. The procedure was completed with no reported injury.